Event description:
On (B)(6) 2016, lay user/patient¿s home care nurse (the reporter) contacted lifescan (lfs) USA, alleging a product usability issue with the patient¿s onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter was unable to confirm when the alleged issue began. The reporter claimed the meter memory results are displayed too small for the patient to read. The reporter stated that the patient manages her diabetes with insulin (self-adjuster). During the call, the reporter claimed that as a result of the alleged issue the patient was unable to know what action to take with regards to her diet and insulin regimen. The reporter claimed that at an unspecified date and time the patient developed symptoms of feeling ¿sweaty, dizzy, lightheaded and had tremors¿ due to the alleged issue and was admitted to hospital on (B)(6) 2016 with ¿hypoglycemia¿. During the call, the reporter claimed the patient was treated for hypoglycemia whilst in hospital but was unable to confirm the treatment received. The reporter claimed the patient¿s blood glucose was tested on the hospital device but was unable to provide the result obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.